Event description:
Health care professional reported receiving inaccurate readings on their adc poc blood glucose meter. Reported readings of 369 mg/dl, 356 mg/dl, and 349 mg/dl were received in comparison to lab readings of 424 mg/dl, 523 mg/dl, 645 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell out of range showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for meter serial # (B)(4) is unknown.

Manufacturer narrative:
The meter was returned. The complaint was not confirmed. However, upon investigation contamination in the strip port was identified. The user manual provides recommended instructions not to allow blood or other solution into the monitor's test strip port.